Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr qc 2: 3.1 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Occupation: lay user/patient.

Event description:
The initial reporter stated that a patient received a discrepant result when tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 2.5 inr. Within 4 hours, a sample from the patient was tested in the laboratory using recombiplastin reagent on an acl top analyzer, resulting with a value of 1.9 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.